Event description:
It was reported the x-ray indicated the lead pulled back into the boney structure and migrated laterally. It was stated there was very little migration.

Event description:
It was stated there was lead migration but very little migration. Information previously reported stating "lead pulled back into the boney structure and migrated laterally" was incorrectly reported in this report. Please reference manufacturer report #3004209178-2014-05499.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v517496, implanted: (B)(6) 2010, product type: lead. (B)(4).